Event description:
Information received does not address the patient's clinical status but notes that following the implant procedure, the device exhibited inappropriate measured data. The battery voltage ranged from 2.67v to 2.77v, and the current drain ranged from 14ua to 170ua. The high current drain was recorded multiple times with autocapture on and the auto- matic pulse amplitude equal to "approximately" 0.75v at 0.4 ms. The device was subsequently replaced.